Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had knee pain that started almost immediately after implant, it¿s been hard to walk on but sometimes she gets a jolt in the knee and it is sensitive to touch. Patient services reviewed possible risks of overstimulation. Troubleshooting/interventions/results: the patient decreased amplitude and thinks some of the knee pain subsided. No further complications were reported or are anticipated.

Manufacturer narrative:
Patient code: (B)(4) does not apply here since it was associated with patient's pre-existing condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that physician was notified and does not think the pain was caused by the manufacturer device. The knee pain seems to be associated with osteoarthritis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient saw an orthopedic doctor on (B)(6) 2020 who gave the patient a cortisone shot. It was noted that x-rays were taken in (B)(6). The patient stopped the implant for 1 week, but the pain in their knee continued. The patient talked to a manufacturer representative who stated that the implant would not be causing the pain since the pain did not stop when the device was off. However the patient stated that it was weird that the pain started the week the temporary device was removed, in (B)(6), and had continued since. It was noted that they had relayed this information to the nurse and would be seeing their urologist ¿this month.¿ no further patient complications are anticipated or expected as a result of this event.